Event description:
It was reported that this patient had previously received an inappropriate shock due to ventricular tachycardia that was below the conditional zone. This was considered clinically appropriate but technically appropriate in regards the device programming. The patient recently received an additional inappropriate shock due to t-wave oversensing. Troubleshooting was discussed. No adverse events were reported.